Event description:
Sterile syringe for drug preparation has visually compromised packaging and particulate contamination inside sealed packages of bd brand 60 ml syringes luer-lok tip. Bd (B)(4) with lot #4237869 and expiration date of 2019-07. Did not reach patient. Contaminated sterile syringe packaging from manufacturer. Diagnosis or reason for use: pharmaceutical sterile drug preparation and compounding.